Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The patient stated that the alarm occurred while she was not connected to the device; however, she connected after the alarm. The technical services representative assisted the patient in clearing the alarm, and advised her to start therapy over with new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. The se2240 was the result of the patient disconnecting and reconnecting without using proper aseptic technique. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure the guide provides step-by-step instructions for properly disconnecting during emergencies, and for returning to therapy after the emergency disconnect procedure. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.